Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint on the interface board. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported to have dropped insulin pump on the floor causing the display to go blank. Customer's blood glucose is 48 mg/dl, which he treated with gatorade. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.